Manufacturer narrative:
The investigation reviewed the last estradiol calibration performed on (B)(6) 2023; the results were within specifications. The investigation reviewed the last fsh calibration performed on (B)(6) 2023; the results were within specifications. The investigation reviewed the alarm trace. There were no significant alarms observed on the day of the event; the available alarm trace did not cover the whole day of the event. The investigation determined the event was consistent with a sample-related issue.

Event description:
The initial reporter received questionable elecsys fsh assay and elecsys estradiol iii results from one patient sample tested on the cobas 6000 e601 module. The initial fsh result was 6.31 mui/ml. The repeat result was 69.23 mui/ml. The initial estradiol result was 373.7 pg/ml. The repeat result was 16.21 pg/ml. The repeat result was reported because the patient was an elderly female patient, menopausal and had no ovarian diseases.

Manufacturer narrative:
The fsh reagent lot number is 701019. The expiration date was requested but not provided. The estradiol reagent lot number is 670838. The expiration date is 30-nov-2023. The investigation is ongoing.